Event description:
The device was used during an inguinal hernia procedure. Reportedly, the staples did not form properly. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
Device not received for evaluation.